Manufacturer narrative:
The cause of the reported issue was due to the syringe. Tandem does not manufacture syringes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed particulates like a "small filament" floating around in the syringe. The customer had used a different syringe and needle to successfully inject insulin into the cartridge. There was no impact to the customer's blood glucose level.